Manufacturer narrative:
H.6. Investigation summary four samples were received by our quality team for evaluation. They all came in opened packaging blister. Each of them was connected to a saline solution syringe. It wasn¿t possible to expel the solution; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation no root cause could be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that needle clog occurred with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "having problems with the ultra fine needles. These are clogging at the time of handling. This fact has been happening throughout the month and not was able to tell the exact date of the first occurrence, but kept (B)(4) needles. Two of the lot 9119627 and two from the lot: 9112785. (B)(4) occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9119627, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-02. Medical device lot #: 9112785, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-25. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "having problems with the ultra fine needles. These are clogging at the time of handling. This fact has been happening throughout the month and not was able to tell the exact date of the first occurrence, but kept 4 needles. Two of the lot 9119627 and two from the lot: 9112785. 4 occurrences were reported.